Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin to the skin irritation. The patient's physician recommended wearing a t-shirt under the lifevest. The patient was made aware that the lifevest would not be able to function as intended if the equipment was not touching her skin as instructed in the patient manual. Additionally, the patient applied a topical medication that was prescribed by the rehab center. Outcome of the skin irritation is unknown.